Event description:
The log files indicated that the pump clock was reset and was in sync with the controller, indicating a pump stop. The patient did experience a controller clock corrupt event.

Manufacturer narrative:
E1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d6a - date of implant corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. Analysis of the submitted log files revealed controller clock corrupt alarms due to the controller's clock being reset to the default timestamp of 01jan2000. The pump's clock was also reset, suggesting that there was a complete loss of power to the system that had caused the pump to stop. The onset of the event was not captured in the submitted files, therefore, a specific cause for the pump stop could not be conclusively determined through this evaluation. The pump appeared to function as intended at the set speed throughout the submitted log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.